Event description:
Using heplock flush and normal saline flush through PICC line. Became stuck with 104 degree temp confusion - delerium - cath tip of PICC line & blood positive for serratia marcescens - PICC line removed only on peripheral IV - 2007 culture ok, clean PICC line re-inserted opposite arm - started using hip lock flush and again (+) ra serratia marcescens. The PICC line was removed from my left arm after blood culture was positive for serratia marcescens. The catheter tip also tested positive for serratia marcescens - a peripheral IV was inserted and IV antibiotic given through it with only normal saline flush to follow - when repeat blood cultures tested negative a second PICC line was inserted in my right arm - I started running fever, chills confusion redness, swelling and extreme pain in my left arm - blood culture taken 3 weeks later resulted positive, the following day for serratia marcescens - cath was removed on the day of the 2nd culture was taken as an oupatient and venous doppler done on right arm the next day, showed blood clot in right arm. I was readmitted to hosp on the same day for IV therapy and cardiac work up for possible endocarditis - the cardiac work up was negative. I was discharged home on IV antibiotics and subsq lovenox injections - about one week later, was placed on oral antibiotics. Medication dispensed dose or amount: #1 heplock 5ml daily/bid IV, #2 normal saline 10ml daily/bid IV. Dates of use: 2007. Diagnosis or reason for use: osteomylitis. Event abated after use stopped or dose reduced: yes. Event reappeared after reintroduction: yes.